Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test or communication to carelink pro to verify download anomaly due to missing segments/partial display. Unit had stripped battery cap coin slot (p), cracked battery tube threads.

Event description:
Customer's nurse reported via phone call that customer's insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was crack on battery side, on the cap, there was on the screen. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.